Event description:
Before the evaluation was completed on the zimmer aiar dermatome a second event occurred using another of our zimmer air dermatomes. On march 10, 1994 a zimmer dermatome being used on a patient also exhibited the same problems as in the case on 2/25/94. The injury to the patient was a gourging of the subcuctaneous skin surface.